Event description:
An 81-yr-old male admitted with a self inflicted gunshot wound to the abdomen was found in arrest with asystole noted on the cardiac monitor. Monitor strips at nursing station revealed asystole may have occurred without mechanical alarm. Equipment was taken out of service. Review/evaluation of monitoring equipment by an independent co and MFR.